Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl via an implantable pump for spinal pain indications for use. It was reported that the patient noticed a beeping and realized that it was her pump. The beeping started on (B)(6) 2025. She¿s visiting from out of state, so she called the nurse that refills her pump for guidance. The nurse told her to go to a hospital. The patient stated that yesterday afternoon, her abdomen started hurting and that she was unable to sleep last night due to her legs being restless. The cause of the event was unknown. The pump was interrogated, read the logs, signed completely out of everything and tried three more times. Her pump stayed in ¿motor stall.¿ the issue was not resolved. Additional information was from a healthcare provider (hcp) stated that the pump has been alarming for the past couple of days. It was described as 3 consecutive beeps. The hcp noted that pump was filled in 2025- march and the alarm date is 2025-6-13. The pump early replacement indicator (eri) is 19 months. The hcp stated that the patient was experiencing "feelings of restless leg syndrome and did not feel good." The agent reviewed option for the patient to go to the emergency room (ER) or urgent care and request to have pump interrogated. The hcp requested list of physicians that manage pumps; the agent sent list. The agent provided phone number for the national answering service (nas) to have to page a rep. The issue was not resolved through troubleshooting. Additional information was from a healthcare provider (hcp) stated that the patient pump was alarming again after it was silenced by the local rep last friday. The hcp stated that a company representative (rep) had silenced the motor stall alarm. The patient was in a different state. The hcp wanted to know what the rep did that day and why the pump was alarming again. The technical services (ts) reviewed that the pump may have stalled again but would need to be reinterrogated. Additional information was from a healthcare provider (hcp) stated that the pump was not interacted with electromagnetic interference (emi) or magnetic resonance imaging (MRI). The passcode was given for a shutdown.